Manufacturer narrative:
(B)(6). Device eval by manufacturer: the returned product consisted of an angiojet solent omni catheter. The device was visually inspected and functional testing was performed. Visual inspection showed that the attached waste bag was still new, as there was no fluid in it and it was still folded up, but there was fluid in the device. There were numerous kinks throughout the shaft of the device. Functional testing showed that the complaint device failed to prime, an error was displayed on the console, the boot filled with fluid and the shaft leaked. The shaft was microscopically examined and a hole in the shaft at a severe kink was revealed 27cm distal of the strain relief. The shaft at the hole and severe kink was cut to inspect the hypotube and it was revealed that the hypotube was broken in two locations. It was revealed that the hypotube was broken 27cm and 29cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. Inspection of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11apr2019. It was reported that an error message displayed. An angiojet solent omni was selected for a deep vein thrombectomy procedure in the right lower limb. During the procedure, the device stopped working after spraying 30ml in powerpulse mode. An error appeared on the screen notifying there was a saline issue. The system was reset several times but the device could not be reused. A notification to replace the device displayed. Upon opening the device, liquid was noted in the pump though no visible damage was observed. The procedure was completed with a new device of the same model. The patient experienced no complications and the patient is stable. However, device analysis revealed a broken hypotube,